Manufacturer narrative:
(B)(4). According to the information available to the manufacturer at this time while re-applying ultrasonic contact cream to respond to a "sig" alarm (addressed in a separate complaint), the rotaflow console (rfc) displayed the error message "head error". The user rebooted the device and continued the treatment. No adverse effects on the patient were reported. A maquet field service technician will evaluate the device. A supplemental report will be provided when additional information becomes available.

Event description:
It was reported that while responding to a "sig" alarm, in accordance with the IFU (instructions for use), a "head error" message was generated. The perfusionist rebooted the system and continued the support without any more issues. (B)(4).

Manufacturer narrative:
Stm unable to duplicate reported failure. After discussion with the customer it is suspected that the failure may have been operator induced.

Event description:
(B)(4).